Event description:
A customer contacted beckman coulter inc. (Bec) regarding false low sodium (na) results generated by the unicel dxc 600 synchron clinical system. The erroneous results were not reported outside of the laboratory. When the issue was noticed, the samples were repeated on a different instrument in the laboratory and those results were reported out. There was no affect to patient with regard to this event.

Manufacturer narrative:
Qc prior to the event was exhibiting erratic recovery. A field service engineer (fse) went on-site and replaced the modular chemistry (mc) 3-way valve and syringe tip as well as replaced the na measuring electrode and verified performance. The issue was resolved.